Event description:
It was reported that the right side rail would not latch upright position due to the top rail breaking at the spindle mount flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.